Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required. Measures were initiated to address this failure mode.

Event description:
Customer reported that two (2) ultrathane mac-loc locking loop multipurpose drainage catheters broke where the hub meets the drain. The event occurred during the initial implantation of the device. A new replacement device was obtained for each and the procedure completed uneventfully. The circumstances and handling conditions surrounding the events were not provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude an adverse event. The devices are not available for evaluation.